Event description:
The manufacturer was notified in (B)(4) 2014 that mitroflow valve (12a23, s/n (B)(4)) was explanted on (B)(6) 2004 after approximately 3 years. The date of implant was identified as 2001. No other information was provided.

Manufacturer narrative:
Conclusion: the complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group canada inc. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a23 mitroflow aortic pericardial heart valve at the time of manufacture and release. The function test video showed that the valve was performing according to specifications during the time of manufacture and inspection. Device is unavailable for evaluation.